Event description:
Customer reported a check valve failure occurred in ICU-1. The nurse hung a secondary of magnesium 1gm/100ml to infuse at 100ml/hr. He returned 15 minutes later and found the magnesium bag was already empty. In trying to replicate the issue, they noted the secondary dripping at "full speed" and the drip chamber on the primary bag filling up. The pt showed no signs of harm or adverse/event information is available.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.